Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the customer's blood glucose (bg) was elevated (value not provided) prior to changing out their cartridge. Customer declined tandem technical support's (cts) offer to perform a pump system check, and declined follow up contact from cts, therefore no additional information could be obtained.